Event description:
Report received of a pt death while the device was in use. In 2004, pca therapy was ordered post operatively. The pump was programmed to deliver morphine 1mg/ml in the pca only mode, with a 3mg loading dose, 2mg pca dose, an 8 minute pt lockout and a 30mg 4 hour limit. The pt was reportedly ambulatory during the day without incident. The next day at approx 0300 the patient was in the bathroom and had an "unwitnessed fall." The patient's spouse alerted the nursing staff. The patient was found unresponsive. A code was called but the resusciatation attempts were unsuccessful. The patient reportedly expired at 0455. The rn stated that reportedly before she powered the pump off, the pump display read, "4mg." An autopsy was performed but the results are pending. The pump was not isolated or identified by serial number. Though requested, no additional info was provided.